Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a labral repair procedure, two fibertak anchors were successfully inserted into the glenoid. A third fibertak anchor was opened and the socket was created using the straight drill included in the fibertak disposables straight kit, ar-3638ds. The drill was advanced all the way down but when backed out, it became stuck. It eventually came loose after some jarring blows. Metal shavings were evident and the tip of the drill broke off. After removal of the shavings and the drill tip, it was noticed that the drill went directly into the center of a peek pushlock that was present from a previous surgery. The case was completed using an ar-1923ps instead. Additional information provided 01/09/2020: all fragments were removed from the joint via shaver. The anchor from the previous surgery was removed and replaced with another an ar-1923ps as the drill caused damage to the fixation.